Event description:
Pt came to office complained of weeks of "fast heart beat", nausea, vomiting and profound weakness. Pt looked ashen, cool and clammy, b/p 70/59 - heart rate 176. EKG showed pacemaker rate at 178. Pacemaker did not respond to magnet. Unable to interrogate with programer pacemaker needed to have software "re-installed" in order to get into safety mode one this was done, pacemaker was checked and was working appropriately. Pt required hospitalization for continued weakness, nausea and hypotension. Pt had a non-q wave. Myocardial infarction as a result of the elevated heart rate.